Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms number: 617147. Manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found the plunger tamper seal removed and tamper seal inside the battery compartment broken. The right plunger case, bottom case, counterfeit top case, and left plunger case screw boss were found cracked. A review of the event history log found evidence of pump motor drive phase b post error and low battery alarm in the history. Functional testing using the power up process was performed and during testing, pump motor drive phase b post was unable to be duplicated. The root cause of this intermittent problem was determined to be user interface as the user did not recharge the battery pack after depleting it. To resolve the problem, the battery pack was replaced as it was over 3 years old.

Event description:
It was reported that the pump displayed pump motor drive phase b post error. No additional information available. No patient injury was reported.